Event description:
Hcp reported there was no pt injury associated with the event reported by the pt - "high surge when going through the theft detector at the grogery store". The hcp reported there were no clinical consequences of the event and the implanted device performed fine during and after the event. The pt is reported to be fine today.